Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified arteriovenous fistula. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon was ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).